Manufacturer narrative:
Continuation of d10: product ID: 8709sc; lot# serial#: (B)(6); implanted: on (B)(6) 2010; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot#: (B)(6), ubd: 31-mar-2012, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient receiving intrathecal clonidine, sufentanil, unknown baclofen, and bupivacaine (concentrations and doses unknown) via an implanted pump for spinal pain. It was reported the hcp wanted help priming a pump post dye study. The dye study was done because the patient reported increased pain. The dye study showed a fractured and twisted catheter. It was noted the pump was filled with saline prior (did not specify). The physician wanted to give patient drug intrathecally until surgery could be scheduled and was not worried about subcutaneous absorption. Technical services (ts) verified saline was in the internal pump tubing, dye was in the catheter access port (cap) chamber and catheter and drug were in the reservoir. The physician wanted only 75% of external catheter primed to make sure the patient would not get a bolus. Ts explained that would delay drug delivery. Ts walked caller through programming advanced prime with custom volume of 0.281ml.